Event description:
It was reported by the account pharmacist that there was a faulty fiber. There was no patient complications associated with the faulty fiber, but the procedure was interrupted and not finished. It was noted that the fiber was confirmed to be in good condition prior the use, the fiber irrigation system was opened, there were no difficulties encountered during fiber use, there was no messages on the console, and the fiber tip was not cleaned during the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap; therefore, the reported clinical event that led to the procedure being aborted is confirmed. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported by the account pharmacist that there was a faulty fiber. There was no patient complications associated with the faulty fiber, but the procedure was interrupted and not finished. It was noted that the fiber was confirmed to be in good condition prior the use, the fiber irrigation system was opened, there were no difficulties encountered during fiber use, there was no messages on the console, and the fiber tip was not cleaned during the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.